Manufacturer narrative:
Date of event: estimated date. The other patient referenced in the article is reported under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported back wall stitch could not be determined. The patient effects of occlusion and ischemia are listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. The reported patient effect of occlusion and ischemia are known inherent risks of the procedure. A conclusive cause for the reported patient effect of weakness and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature article title ¿possible mechanism for common femoral artery occlusion with the perclose suture device."

Event description:
It was reported through a research article that following an iliac revascularization using a 6f sheath, a proglide device was used to close the hole. Postoperatively the patient complained of weakness in the left lower extremity. Femoral pulse was absent and the patient was taken for an additional intervention to treat the ischemia. A back wall stitch was noted causing the occlusion. Details are listed in the article, titled ¿possible mechanism for common femoral artery occlusion with the perclose suture device".